Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump was evaluated after a psn was initiated (medication, programmed amount and delivery rate unknown). The customer stated that the device passed performance testing. It was also reported that there was no patient injury.